Event description:
Healthcare professional (hcp) reports two cracked arterial header noted along the threads of the CT 110g dialyzer during pt use. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. The dialyzers were reused 27 and 39 times prior to these events. Hcp reports no pt injury or need for medical intervention.